Event description:
Literature was reviewed regarding raphe-type bicuspid aortic valve as a risk factor for transcatheter aortic valve replacement failure. The study population included five patients who were predominantly male with a mean age of 80.4 years old. All patients were implanted with a medtronic evolut fx bioprosthetic valve. Among all patients, clinical observations included: post-placement balloon dilatation and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: napoli et al. Raphe-type bicuspid aortic valve as a risk factor for transcatheter aortic valve replacement failure: improving outcomes using the lira method and the medtronic fx prosthesis. J cardiovasc dev dis. 2024 dec 30;12(1):11. Doi: 10.3390/jcdd12010011. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.